Manufacturer narrative:
(B)(4) - incomplete firing cycle. Batch # l51h5e. The device was received on 7/27/2015: the analysis results found that the tlc75 device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process. The cartridge was received on 8/7/2015: the analysis results found that the tcr75 reload was received with both gripping surfaces damaged and with the proximal 14 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. No functional test was performed due the condition of the cartridge. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a bypass open bariatric procedure, tried to shoot the stapler and it locked and was no longer able to use it. Another like device was used to complete the procedure. There were no adverse consequences for the patient.